Event description:
Customer reportedly obtained back-to-back results of approx 500mg/dl, approx 400mg/dl, approx 300mg/dl, and 111mg/dl, while using the advantage system. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.